Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back and hip 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] iron powder leaked out of the thermal cells and caused a burn/burning sensation [thermal burn] , iron powder leaked out of the thermal cells and caused a burn [device leakage] , the patient did sleep using the wrap [device use error]. Case narrative:this is a spontaneous report from a contactable pharmacist via a sales representative. A 58-year-old male patient (reported as between the age of 55 and 60 years old) started to receive thermacare heatwrap (thermacare lower back & hip, lot and expiration date were unknown) bought in the us. Route, dates, and indication were unspecified. Relevant medical history and concomitant medications were not reported. The patient did sleep using the thermacare back wrap. Doing so, iron powder leaked out of the thermal cells and caused a burn on an unspecified date. Upon follow up it was reported the burning sensation on his back was treated with flamazine. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Severity rank was reported as s3. Per the product quality group: this investigation was conducted for an unknown lot number lower back and hip 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (31jul2017): new information received from contactable pharmacist included patient data (age), reaction data (additional event of the patient did sleep using the thermacare heatwrap and the event description burning sensation on his back and treatment received). Follow-up (28jun2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (11nov2019): new information received from gsk pqc group and us dsu included: severity ranking. Follow-up (21nov2019): new reported information received from product quality group includes: investigation summary, comment: based on the information provided, the events thermal burn, device leakage and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Iron powder leaked out of the thermal cells and caused a burn/burning sensation [thermal burn] , iron powder leaked out of the thermal cells and caused a burn [device leakage], the patient did sleep using the wrap [device use error]. Case narrative: this is a spontaneous report from a contactable pharmacist via a sales representative. A (B)(6)-year-old male patient (reported as between the age of 55 and 60 years old) started to receive thermacare heatwrap (thermacare lower back & hip, lot and expiration date were unknown) bought in the us. Route, dates, and indication were unspecified. Relevant medical history and concomitant medications were not reported. The patient did sleep using the thermacare back wrap. Doing so, iron powder leaked out of the thermal cells and caused a burn on an unspecified date. Upon follow up it was reported the burning sensation on his back was treated with flamazine. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (31jul2017): new information received from contactable pharmacist included patient data (age), reaction data (additional event of the patient did sleep using the thermacare heatwrap and the event description burning sensation on his back and treatment received). Follow-up attempts completed. No further information expected. Follow-up (28jun2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events thermal burn, device leakage and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events thermal burn, device leakage and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] iron powder leaked out of the thermal cells and caused a burn/burning sensation [thermal burn] , iron powder leaked out of the thermal cells and caused a burn [device leakage] , the patient did sleep using the wrap [device use error] . Case narrative:this is a spontaneous report from a contactable pharmacist via a sales representative. A (B)(6) male patient (reported as between the age of 55 and 60 years old) started to receive thermacare heatwrap (thermacare lower back & hip, lot and expiration date were unknown) bought in the us. Route, dates, and indication were unspecified. Relevant medical history and concomitant medications were not reported. The patient did sleep using the thermacare back wrap. Doing so, iron powder leaked out of the thermal cells and caused a burn on an unspecified date. Upon follow up it was reported the burning sensation on his back was treated with flammazine. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. New information received including: severity rank was s3. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from contactable pharmacist included patient data (age), reaction data (additional event of the patient did sleep using the thermacare heatwrap and the event description burning sensation on his back and treatment received). Follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up ((B)(6) 2019): new information received from gsk pqc group and us dsu included: severity ranking. Company clinical evaluation comment: based on the information provided, the events thermal burn, device leakage and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events thermal burn, device leakage and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.